Event description:
It was reported that during a scheduled filter retrieval fluoroscopy demonstrated the apex of the filter was embedded in the ivc wall and two limbs had perforated the ivc wall. A recovery cone and a snare were both unsuccessful in an attempt to retrieve the filter; therefore, a rat tooth clamp was used to remove the filter successfully. A filter limb fractured during the retrieval and could not be removed as it was embedded in the ivc wall. A post ivc filter removal angiogram demonstrated no active bleeding in the ivc from the two legs that perforated the wall prior to removal. No reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.